Event description:
It was reported the pt has not used and charged the system ipg for an extended period. The pt had been experiencing difficulties initiating a communication between the ipg and the external devices. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.